Event description:
It was reported that the patient received an inappropriate shock after anti-tachycardia pacing (atp) delivery. It was noted device delivered an anti-tachycardia pacing (atp) burst then redetected the arrhythmia which resulted in a shock. Our technical services provided reprogramming suggestion of increasing the vf zone. Device has been reprogrammed and remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.